Manufacturer narrative:
The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a patient had unexpected astigmatism perpendicular to intraoperative aberrometry predicted axis and showed that the patient would have been better off with a non-toric intraocular lens (iol). The patient's iol was explanted due to glare that was bothersome and vision that was not clear even with eyeglasses. The patient's iol was replaced with a monofocal iol.